Event description:
It was reported that this pacemaker was found to be in safety mode. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level for functional, dimensional and visual test was completed to assess the allegation. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable. The associated investigation determined that there was no evidence of a product malfunction.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure.